Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during the case, cutting became dull. Used another device to complete the procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. Operating room time not extended more than 30 minutes. No patient harm.